Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose had problems with infusion set patient changed twice and getting error message change sensor. Customer determined approximate size of air bubbles. Are air bubbles soda pop/champagne size. Troubleshooting was performed. Customer using the insulin pump system within 48 hours of reported high blood glucose event. Customer using auto mode/smartguard feature active at time of high blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump, and the insulin pump will be returned for analysis.